Event description:
It was reported the patient experienced ineffective stimulation and x-rays indicated the lead was fractured. In turn, surgical intervention took place wherein the lead was explanted and replaced. Effective therapy was restored.

Manufacturer narrative:
Date of event is estimated.